Event description:
It was reported that the iab was inserted in a post-coronary artery bypass graft patient with a significant amount of aortic calcification. After approx 2 hours of use, blood was noted in the helium tubing. The intraaortic balloon was removed and replaced with no complications.